Event description:
The customer reported that the driver arms were loose and did not stay in place. It was indicated that the pump was dropped onto the tile floor and the driver arms were loose. Troubleshooting was performed. The driver arm was not staying in place if pump is tipped onto its side. The driver arm was not pushing the plunger and no insulin exited during testing. Advised the customer to disconnect from the pump and contact the doctor for a back up plan of manual injections. In addition, the customer reported having moderate ketones and high bgs.